Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 66 - year old female patient in french reimbursement study with dissection from the area within the left subclavian artery to the infrarenal aorta underwent thoracic endovascular repair (tevar) with a zdeg-pt-32-202-pf (complaint device). The primary tear was distal to the left subclavian artery. Diameter at proximal landing zone was 33 mm and at distal landing zone was 28 mm. It was reported that the proximal seal zone had mild tortuosity and moderate calcification with no thrombus. Information concerning the distal landing zone anatomy, proximal and distal landing length was not reported. The device was implanted below the left subclavian artery. A molding balloon was not used during the procedure. On the 56 days follow-up CT a pseudoaneurysm at the distal landing zone was revealed (pr328068). The site indicated that the pseudoaneurysm may have occurred due to the complaint device or abdominal wall abnormalities. The site indicated also that the event did not occur due to a device deficiency. No additional intervention has been planned. On 208 days post-procedure follow-up CT a type 1b endoleak was revealed. The clinical site reported the event is not related to the study device or study procedure and no pre-existing condition caused or contributed to it. No intervention has been planned. The patient remains in the study. Review of the device history record gave no indication of the device being produced out of specification. IFU states that quality of the proximal and distal fixation sites should be verified before implantation. Per IFU, endoleak is a known adverse event. No images were provided. Based on the provided information and review of documentation it has not been possible to determine an exact cause of the reported event. As information concerning the distal landing zone anatomy in the location of the endoleak was not reported, it is impossible to exclude that the patient anatomy contributed to the endoleak. It is also impossible to exclude that the pseudoaneurysm could contribute to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p180001. Investigation is still in progress.

Event description:
Information previously reported in (B)(4). On (B)(6) 2020 during the index procedure, a zdeg-pt-32-202-pf (lot# e3954754) was implanted without difficulty. The reported degree of oversizing was 10%. A molding balloon was not used during the procedure and no other devices were placed. Primary indication for implant was an aortic dissection. The primary tear was distal to the left subclavian artery. The proximal location of the dissection was within the left subclavian artery and the distal location was the infrarenal aorta. The proximal seal zone had mild tortuosity and moderate calcification with no occlusive disease or thrombus. The device was implanted below the left subclavian artery. The device was patent without device integrity issues at the end of the procedure. The patient was discharged on (B)(6) 2020. A (B)(6) 2020 CT revealed the device was patent and without device integrity issues. On (B)(6) 2021 (56 days post-procedure) a follow-up CT revealed the device was patent with no migration or device integrity issues. A pseudoaneurysm at the distal landing zone. No treatment has been reported at this time. The clinical study site reports the pseudoaneurysm is due to the implantation of the study device and also reports that abdominal wall abnormalities may have caused or contributed to the event. The site responded no to the question did the event occur due to a device deficiency. New information for (B)(4): a CT, dated (B)(6) 2021 (208 days post-procedure), reveals a type 1b (distal) endoleak. The clinical site reported the event is not related to the study device or study procedure and no pre-existing condition caused or contributed to it.